Manufacturer narrative:
(B)(4). Wedge band bypass. The analysis results found that the (B)(4) device was returned in good conditions. The devices was loaded with a (B)(4) cartridge that was noted to have a wedge band bypass as the left side was fully fired and the right side was partially fired 1/2. The cartridge lockout was found normal. In addition the cartridge and the cartridge sled were found damaged. The damage found on the cartridge is consistent with damage caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). Batch history review has been completed with no anomalies reported.

Event description:
It was reported that during a gyn procedure the device partially fired. Another device was used to complete the case with no patient consequence.